Event description:
A company representative reported the patient's doctor had called him to inform him that the patient had been admitted to the hospital with a blood glucose reading of 976 mg/dl. The doctor stated the patient's insulin infusion device was out of insulin, and did not give a low warning or cartridge empty alert. The doctor stated that he checked the patient's device history and confirmed there was no alert/alarm given yesterday. On a follow up call to the patient, the patient stated that in 2007, she woke up with a reading of 451 mg/dl, which was not a surprise as she had eaten a heavy carb dinner the night before. She stated she ate breakfast, and gave herself her normal meal bolus, but she did not take a correction bolus. She said her blood glucose reading at lunch was "hi" and she was very thirsty. She stated she ate lunch and gave herself her normal meal bolus, but she did not take a correction bolus. After work, she again took her reading, and it was still "hi". She took a nap and when she still registered "hi" after her nap, she had her sister take her to the hospital. The patient said her reading was close to 1000 mg/dl upon admission. She stated she was put on an IV insulin drip, and one hour later her reading was 1100 mg/dl. She said the drip amount was increased, and later that day her reading was 500 mg/dl and 2 days later it reached 200 mg/dl. She stated that at that point she was put back on the infusion device, and stayed in the hospital for 2 more days for observation. She said she had been on the device since that time, and has had no further issues. The patient stated she is currently doing well, and her blood glucose levels are normal. The product was replaced and requested to be returned for evaluation.